Event description:
The fse reported that the system would not display a fluoroscopic image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an investigation. The x-ray tube, collimator and video camera were evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.